Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided information to reset the pump and assisted the caller with the reset. The malfunction code did not recur, and the customer was informed to continue using the pump with instructions to call back if any issues reoccur.